Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient suffering from flexion contracture. Patient ID- (B)(6).